Manufacturer narrative:
G2: the country of the event is japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare professional via a manufacturer representative regarding a device used for transforaminal lumbar interbody fusion (tlif) for lumbar canal stenosis and l3/4 implant was performed. It was reported that after cage expansion, contraction was performed to change the placement position. This was repeated, and bone became stuck in the cage mechanism. It could not expand. There were no patient symptoms reported. There were no further complications reported regarding the event. Since it is shortly after surgery, the current status is unknown. It generally takes about one year to determine bone fusion.

Manufacturer narrative:
Product analysis of part # 6069093; lot # h5974501. Visual and functional inspection confirmed the spacer is able to expand and contract without any issue. The implant appears to function as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.